Manufacturer narrative:
H3 other text : device serviced by a third-party service center.

Event description:
A device was returned to a third-party service center, during the evaluation of the device at the third-party service center found dust contamination. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.